Manufacturer narrative:
Service order report, #(B)(4), feedback: the service technician cleaned the interior of the bowl, the frame arm, and the sensorized tube clamp with alcohol pads. The service technician cleaned the optic sensor with a lint free cloth. The service technician removed the kick plate and cleaned this area as well as the centrifuge door thoroughly. The service technician adjusted the anticoagulant pump and all tests passed inspection. The system checkout procedure was then successfully completed. The information contained in this service order report does not affect the codes that were reported in the first supplemental medwatch for this complaint. (B)(4).

Manufacturer narrative:
A photo analysis was conducted for this complaint. A review of the photo confirmed the leak in the centrifuge chamber. The analysis of the photo was unable to confirm the occurrence of the alarm #7: blood leak (centrifuge chamber) alarm. The evaluation of the photo determined that the root cause of the leak was delamination of the upper bearing stop from the drive tube. This delamination allowed the drive tube to become damaged and ultimately leak. A review of the device history record did not identify any related nonconformances. For further investigation, the master retain for kit lot d372 was visually inspected. No issues were noted with the drive tube or bearing stops during the inspection of the master retain for kit lot d372. Corrective and preventive actions have already been initiated in order to investigate the potential root causes of bearing stop delamination. The service order report is still pending. A supplemental report will be filed when the service order report is complete. (B)(4). Device not returned to manufacturer.

Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d372 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, drive tube leak/break and alarm #7: blood leak (centrifuge chamber). No trends were detected for these complaint categories. However, a corrective and preventive action has already been initiated to investigate drive tube leak/break. The service order report is still pending. A supplemental report will be filed when the service order report is complete. This assessment is based on information available at the time of the investigation. The analysis of the returned photos is still in progress. A supplemental report will be filed when the analysis of the photos is complete. (B)(4). Device not returned to manufacturer.

Event description:
The customer called to report a drive tube break with a blood leak in the centrifuge chamber at approximately 1000ml of whole blood processed. The customer reported that an alarm #7: blood leak (centrifuge chamber) alarm also occurred. The customer stated that both the upper and lower drive tube bearings were still correctly installed in their drive tube bearing clips after the drive tube leak occurred. The customer reported that the drive tube appeared to have "deteriorated" near the upper bearing stop of the drive tube. The customer aborted the treatment with no blood returned to the patient. The patient was reported to be in stable condition. Service was requested. Photos were submitted for investigation.